Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-fem-celect. Summary of investigational findings: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "patient is alleging experiencing symptoms consistent with filter complications". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: patient is alleging experiencing symptoms consistent with filter complications. The filter remains in the patient. Patient outcome: the patient has not required any additional procedures due to this occurrence to date.